Event description:
A report was received that states that the tube of the tracheal tube developed a tear and required replacement after 2 weeks in situ. There was no report of incident related medical sequelae.

Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated, the MFR will file a f/u report detailing the results of the eval.